Event description:
A physician was using a gel mark ultra biopsy site marker following a stereotactic breast biopsy with a mammotome biopsy device. She believes it was properly aligned with the probe aperture, and rotated the mammotome probe prior to retrieving the applicator. When physician removed the applicator from the probe, physician observed that the tip was missing. Physician found the tip in the bowl.